Manufacturer narrative:
The t:slim pump user guide indicates that an incomplete bolus alert is received when the user started a bolus request but did not complete the request within 90 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 (mg/dl). Customer administered boluses and changed their infusion site to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Review of pump history showed that the customer had received multiple incomplete bolus alerts with a total of only 9 units of insulin being successfully delivered by bolus. Tandem technical support (tts) educated the contact on why an incomplete bolus alert is received, and walked the contact through a demonstration on what steps to are required to avoid receiving the alert by having the contact enter 1 gram of carbohydrates in the bolus screen. The contact inadvertently completed the demonstration bolus attempt and delivered a bolus of 0.058 units to the customer for the 1 gram of carbohydrates entered. Reportedly, the customer stated that they were needing to administer another bolus to treat their elevated bg level. Recommendation was made to consult with their health care provider to discuss the inadvertent delivery and diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.